Event description:
Caller reported that the cartridge was damaged twice on the same day, leading to the blood glucose level exceeding 500 mg/dl, reaching 538 mg/dl. This resulted in the customer administering a corrective injection via multiple daily injections without needing third-party assistance. Damage was attributed to adhesive failure between the pigtail tubing and cartridge, not due to physical pulling. The customer changed the cartridge, successfully resumed insulin therapy, and a replacement cartridge was arranged through tandem technical support.